Event description:
This device was implanted on (B)(6) 2003 and explanted on (B)(6) 2012 due to an elective replacement. It was noted that this device was much too bulky and thick for this patient's chest. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).